Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 14 years and 11 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report, the patient was identified as having progression of her mitral regurgitation now affecting the aortic valve and the tricuspid valve. Thus, she was recommended for mvr. Per the surgeon, the reason for explanting the device was not related to a product malfunction, but related to the patient.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.